Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was found with deformities on the end of it before use. The following information was provided by the initial reporter: "an rn brought to me yesterday, the flexible catheter that had ¿nubs¿ for lack of a better word¿ on the end of it. She discovered it when she inspected it prior to use."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned sample provided. Bd received one insyte autoguard 20 gauge unit from lot number 8340891. During the visual/microscopic examination, there was no physical ¿mechanical damage observed on the catheter tubing and the tip was acceptable per specification. The catheter tubing revealed traces of lube (non-foreign) material (which is part of the manufacturing process-tipping). The non-foreign matter (tipping lube) observed in this investigation was introduced to the unit during the manufacturing process and would not affect fit, form or function of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch. Text : see

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was found with deformities on the end of it before use. The following information was provided by the initial reporter: "an rn brought to me yesterday, the flexible catheter that had ¿nubs¿ for lack of a better word¿ on the end of it. She discovered it when she inspected it prior to use."

Manufacturer narrative:
Correction: additional information was received regarding the reported event. The following information has been updated: describe event or problem: it was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was found with deformities on the end of it before use. The following information was provided by the initial reporter: "an rn brought to me yesterday, the flexible catheter that had ¿nubs¿ for lack of a better word¿ on the end of it. She discovered it when she inspected it prior to use." Event problem codes device codes: 1069.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found with "nubs" on the end of it before use. The following information was provided by the initial reporter: "an rn brought to me yesterday, the flexible catheter that had ¿nubs¿ for lack of a better word¿ on the end of it. She discovered it when she inspected it prior to use."